Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed the active exhalation verification test step during testing. The device's three-way solenoid valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed the active exhalation verification test step during testing. The device's three-way solenoid valve was replaced to address the issue. Correction has been made to section d, product ui to show appropriate format and section h, problem code grid has been updated.